Event description:
The following is from the article published in rev esp cardiol "intracardiac echocardiography and percutaneous closure of atrial septal defects in adults. A patient suffered paroxysmal atrial fibrillation in the first month following closure. The patient was treated medically with prophylactic oral anticoagulation and beta-blockers and resolved. No further incidence was recorded. At 3 months, both treatments were discontinued. Additional information has been requested, including implanting physician's name, hospital information, patient information, date of implant, date of event, catheterization lab report detailing the equipment used (device info, guidewires, delivery systems, etc.), and any history of atrial fibrillation, but has not yet been received. Should additional information become available, a supplemental report will be filed.